Event description:
It was reported to a company representative that a vns patient was scheduled for lead revision surgery due to high lead impedance. Full revision surgery occurred. The surgeon did not remove the old lead and left the entire lead remaining in the patient with the new lead and generator. The explanted generator was discarded. Additional relevant information has not been received to-date.